Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for non-malignant pain. It was reported that patient thinks her ins has stopped working because she can no longer feel stim. Patient has hd programming and can normal only feel stim when she "bears down" with her muscles or if she moves a certain way. Now however, she cannot feel stim no matter how she moves. Patient recalls the last time she felt stim was when she was doing physical therapy and was lying flat on her back at the end of (B)(6), or beginning of (B)(6). Patient noted she goes to an orthopedic hcp for bursitis in her hip and this is why she did physical therapy. Patient confirmed the bursitis is not related to her scs therapy/device but noted that the ins is above her right hip and she has bursitis on the right side on her hip. Patient reports pain from the bursitis and states that the pain radiates. It is difficult for patient to differentiate what pain is associated with what issue. Patient gets shots for the bursitis. The ins was implanted for spinal stenosis from l4-s1. Patient has been in pain for a long time and hurts from the waist down. The scs has been helpful but does not relieve 100% of her pain. It is almost as though the pain is on the right side of her body from the waist down and stated the pain wraps around her back. Patient also reported that she feels the ins may have moved. It feels like the ins is now closer to her skin. Patient reports she has tried increasing stim and has also tried several other programs but cannot feel stim. Patient normally has stim set between 2 and 3v but could not even (feel) stim when she tried increasing stim to 6v. Programmer showed that the stim was on. No trauma/falls/emi/activity was reported. Patient wanted to know if ins/leads can move. Patient was redirected to follow up with hcp, but patient did not currently have a managing hcp and has not seen a local mdt rep since she stopped going to the pain management clinic. Patient stated that she not feeling stim and feeling like iins has moved issues started in 2018/within the last several months and the pain was potentially from bursitis. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that there was no change in activity level, programming etc. Patient has scheduled an appointment with hcp on (B)(6) 2018. The issue was not resolved. Patient stated that their weight at the time of event was (B)(6) and now was about 20 lbs lighter than when it was put in. Patient provided the hcp information. No further complications were reported/anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The patient stated that in (B)(6) 2018, during rehab, the patient felt stimulation and that was their last recognition of it working. The patient's pain returned over the past 5-6 months. The patient was seen by the healthcare professional on the day of the report to evaluate the pain. The rep integrated the ins and found that all impedances were > 10,000. There were no injuries, no surgery, no accidents, and no falls that could have led to the issuer, per the patient. The rep stated that impedance electrodes were greater than 10k on all contacts and group impedances were greater than 4k; the patient did not feel stimulation with any contact. The rep said there was no shocking or jolting and the patient had been using hd settings. It was planned for the patient to get x-rays and return to the surgeon in 2-3 weeks. It was noted that surgical intervention was planned and the issue was not resolved at the time of the report. No further complications were reported/anticipated.